Event description:
Approximately seven days post heartware lvad implantation, it was reported that the patient experienced a "electrical fault" alarms. The following day the heartware field engineer was able to replicate the event by manipulating the driveline cable; inspection revealed contamination on a pin conduit within the driveline connector. The heartware field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the controller experienced electrical fault alarms. The controller was exchanged but electrical fault alarms persisted. Upon evaluation by the manufacturer's representative, a blackened pin was found within the driveline connector. A cleaning procedure was performed to remove contaminants. Electrical faults were not reproducible after repair was completed. There was no reported patient injury as a result of this event. The controllers were returned to the manufacturer; the driveline was not returned for analysis as it remains implanted in the patient. The controller ((B)(4)) failed visual evaluation due to a dark foreign material or corrosion on one of the pins. Additionally, the controller ((B)(4)) failed functional testing since the pins were not fully seated in the plug causing an insecure connection with the driveline during bench testing. The pin depth failure may have been associated with the reported "electrical fault alarms" due a partial connection between the driveline connector and controller port. As a result, an additional review of the controller ((B)(4)) manufacturing records was performed which indicated that the unit met manufacturer specifications. The controller ((B)(4)) passed visual and functional testing but exhibited electrical fault alarms. The root cause for the reported "electrical faults" was found to be blackened pins within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-01028, 2015-02784 and 3007042319-2015-02785) submitted for devices related to the same event.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.